Event description:
It was reported about a scarring following the harmony xl tattoo removal treatment.

Manufacturer narrative:
Induration of skin after tattoo treatment . May leave permanent hypertrophic scar. Reported from a good will. The information about the day of event is not available. UDI related data quality updates. This supplemental report represents a correction to a previously submitted MDR.

Event description:
It was reported about a scarring following the harmony xl tattoo removal treatment.

Manufacturer narrative:
Induration of skin after tattoo treatment . May leave permanent hypertrophic scar. Reported from a good will. The information about the day of event is not available. UDI related data quality updates. This supplemental report represents a correction to a previously submitted MDR.

Event description:
It was reported about a scarring following the harmony xl tattoo removal treatment.

Manufacturer narrative:
Induration of skin after tattoo treatment. May leave permanent hypertrophic scar. Reported from a good will. The information about the day of event is not available.